Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was reported to MFR that the vns pt's device revealed high lead impedance (dcdc = 7) on both system and normal mode diagnostic tests performed at a recent follow up visit. The site referred the pt for x-rays to assess the system, which were reviewed by a radiologist. The radiologist noted that they "did not visualize a fracture." It is unk at this time if the device was disabled and what the plan of care is for this pt. Good faith attempts to obtain add'l info from the treating physician's office have been made, but have been unsuccessful to date.